Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases, one curved opening, wear abrasion, void >1 mm in non-textured, and yellow particles in device inner surface. A microscopic analysis and leak test were performed which identified one sharp crease opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one sharp crease opening in the posterior side assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Additionally, healthcare professional reported "particles in valve." Device has been explanted.